Event description:
The customer reported during a demo case a communication error displayed while fluoroing. They rebooted the system and there was no fluoro and a communications failure. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He rebooted the system several times and no communication failure error message displayed. He downloaded an error log files. He did not have time to troubleshoot the system problem because the trucking company came to pickup system at hosp.